Manufacturer narrative:
For 3 events, the investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up actions for 2 events. The follow up actions for 1 event was that the sample centrifugation time and the number of inversions after collection were insufficient according to the tube manufacturer's recommendations. Service communicated this to the customer. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable high results were generated by the cobas 6000 e 601 module. The events involved a total of 4 patients with the following: 1 questionable result for elecsys vitamin d total ii 1 questionable result for elecsys ferritin 2 questionable results for elecsys hcg + beta test system the patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.